Event description:
New information noted that the patient presented in clinic for follow-up post device reprogramming. The device function was normal and successfully recorded syncopal episode. The patient was upgraded to a permanent pacemaker based on the recordings.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardiac monitor exhibited undersensing. The device was reprogrammed. The patient was discharged and would continue to be monitored. No patient symptoms were reported.